Event description:
It was reported that the blade broke during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences as a result of this event.

Manufacturer narrative:
The evaluation concluded that the blade fractured in an area of high stress concentration. Overloading of the blade or an induced bending motion could have contributed to this type of fracture.

Event description:
It was reported that the blade broke during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences as a result of this event.